Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue; the pump and the battery were hot to the touch there is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2018 with the following findings: review of the black box data verified voltages were steady with no sudden drop prior to the reported temperature event on (B)(6) 2018. A battery was not returned with the pump for investigation. On investigation, the pump powered on normally. Electrical current draws were evaluated and found to measure within required specifications. The pump was exercised for 24 hours without rebooting, loss of power or overheating. There was no damage, defect or contamination of the pump¿s interior components. The power flex and associated power components were evaluated and found to be intact and without damage or defect. Investigation did not duplicate the complaint.